Event description:
Event description guidant received information that the lead safety switch had been activated for this atrial lead. This would indicate either a very high or very low impedance had occurred. The electrograms had some noise on the atrial channel. The daily measurements looked fine and the patient had no symptoms. The caller tested the lead in bipolar mode and found no issues.